Event description:
Allegedly patient was revised due to mom complications: pain; elevated cobalt and chromium metal ion levels; fluid build-up; corrosion; soft tissue damage; scar tissue build up; loose cup with no evidence of bony ingrowth; radiography show left hip lucency around the cup: left.

Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01175, -01177, -01178.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.